Event description:
During a surgical procedure, the endogia universal stapler experienced a malfunction. The plastic black tip portion of the stapler broke, compromising its functionality. All fragments of the broken component were successfully retrieved from the surgical cavity, with the surgeon ensuring no foreign bodies remained.